Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 30 mg/dl. Customer attempted to address bg by consuming carbohydrates; however, glucose tablets were administered by a health care provider to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer alleged that the pump boluses were not being delivered. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and that boluses were delivered. The logs showed that customer requested multiple boluses and performed a pump override to confirm the requested boluses.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.